Event description:
It was reported that approximately fifteen days post port placement, the patient allegedly experienced swelling near the port body during infusion. It was further reported that leak was identified during a CT examination. The procedure was completed by removing and replacing the port. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter were received for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. Two images were provided for review. No issue noted upon infusion and aspiration of the port body during sample evaluation. However, the investigation is confirmed for the reported leak issue, as during contrast injection, contrast extravasation was noted from the port body in the provided medical images. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately fifteen days post port placement, the patient allegedly experienced swelling near the port body during infusion. It was further reported that leak was identified during a CT examination. The procedure was completed by removing and replacing the port. The current status of the patient is unknown.